Event description:
It was reported that a stored egm revealed noise on the ventricular lead. The patient did not receive any inappropriate therapy. The noise could not be reproduced in the clinic with isometric testing. R-wave sensing, capture thresholds, and sense/pace lead impedance all were normal. The patient will be monitored and assessed at the next follow-up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.